Event description:
Event description boston scientific crm received information that during a device replacement procedure for normal battery depletion, this atrial lead was surgically abandoned due to impedances greater than 3000 ohms. The lead was also noted as unable to pace or sense. Based on the histograms, the physician concluded that this patient did not need atrial rate support pacing at the time of generator change. Therefore the device was replaced with a vvi device. No adverse patient effects were reported.